Event description:
Same case as: 2134265-2014-08189 and 2134265-2014-08244. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to visualize the unspecified lesion. During procedure, the liquid crystal display (lcd) has a normal display. However, automatic pullback failed since the motordrive unit pullback functioned slowly and could not be used for imaging. Pullback was manually performed to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: above 18 years old. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).